Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when impacting definitive femur, impactor pad broke in half. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. The surgery was completed with a second device. Attempts have been made and no further information has been provided.